Event description:
Reportedly, the physician received a rms report indicating the ICD reached the rrt. During the last follow-up visit in (B)(6) 2023, the time to rrt was estimated to 7-10 years. On (B)(6) 2023, the device interrogation was unsuccessful with 2 monitors. The battery is probably discharged.

Manufacturer narrative:
Please find attached the report. - analysis of the available patient files dated of (B)(6)2024 revealed: o an abnormal battery depletion o no overconsumption - the expertise of the returned ICD revealed the battery was depleted and no over-consumption was detected. - the battery analysis confirmed that the root cause of the fast battery depletion is a battery failure (due to cluster).

Manufacturer narrative:
Preliminary analysis revealed : review of the provided patient files led to the following observations: - the battery voltage was decreasing until 2,57v on (B)(6) 2024. The rrt has been reached. - an abnormal battery depletion occurred since (B)(6) 2023. - (B)(6) 2024, right ventricular lead impedance is stable within normal range. Rv coil impedance is quite fluctuating within normal range. - no overconsumption was recorded. - since (B)(6) 2023, no charge and no shock was recorded which could explain the fast battery depletion.

Event description:
Reportedly, the physician received a rms report indicating the ICD reached the rrt. During the last follow-up visit in december 2023, the time to rrt was estimated to 7-10 years. On (B)(6) 2023, the device interrogation was unsuccessful with 2 monitors. The battery is probably discharged.

Event description:
Reportedly, the physician received a rms report indicating the ICD reached the rrt. During the last follow-up visit in (B)(6) 2023, the time to rrt was estimated to 7-10 years. On 09 feb 2023, the device interrogation was unsuccessful with 2 monitors. The battery is probably discharged.

Manufacturer narrative:
Analysis of the available patient files dated of (B)(6) 2024 revealed: o an abnormal battery depletion o no overconsumption - the expertise of the returned ICD revealed the battery was depleted and no over-consumption was detected. - the root cause could not be determined with certainty. The most likely hypothesis would be a battery failure. - further investigations are ongoing at the battery manufacturer.